Manufacturer narrative:
On (B)(6) 2019, mentor became aware that the previously submitted report was erroneously reported as a serious injury. The correct type of reportable event is a malfunction. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a mentor memorygel breast implant 350 cc being used in a primary breast augmentation was found to be ruptured during the operation. No adverse event was experienced by the patient. The ruptured device was replaced, and the surgery continued. There were no reported procedural delays.